Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient had a break in aseptic technique further described as the patient made a mistake and had a touch contamination during automated peritoneal dialysis (apd) therapy, which caused peritonitis manifested by a belly ache. The patient was not hospitalized for the event. The patient was treated for peritonitis with vancomycin intraperitoneally (ip) (dosage and frequency not reported). The patient was retrained on aseptic technique. On an unknown date, the patient recovered from peritonitis. Apd therapy was ongoing. No additional information is available.